Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional xience sierra device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.0x12mm xience sierra stent delivery system (sds) failed to deploy. Another 2.5x8mm xience sierra sds was attempted to be used but failed to deploy. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3 - date of event updated. B6 - relevant test/laboratory data date updated. H6 - medical device problem code 3270 was removed and code 2524 was added.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.0x12mm xience sierra stent delivery system (sds) failed to deploy. Another 2.5x8mm xience sierra sds was attempted to be used but failed to deploy. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed reports, the following information was provided: the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with heavy calcification and mild tortuosity. The two xience sierra stents failed to cross due to the anatomy. The patient was referred to another physician which completed the procedure. No additional information was provided. Based on the additional information received stating the xience sierra failed to cross due to the anatomy, this event would not have been reportable; however, this must remain reportable as the initial report has already been filed.